Event description:
Noise seen on the lead via remote monitoring on (B)(6) 2012. A battery change-out for the ICD was scheduled prior to the noise event. Recommended that the lead be extracted during the battery change-out procedure. The physician will make the final decision as to whether the lead will be extracted or not once the pocket is opened and the header block/lead can be inspected. On (B)(6) 2012 - at this time, the system remains implanted.